Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o ring. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o ring. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dropped and top part of the reservoir compartment broke off. Customer's blood glucose level was unknown. Troubleshooting was done for cosmetic damage. Customer reported that reservoir was unable to lock in place when inserted into insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.